Event description:
The distributor reported that the pump gets very hot and that the motor is possibly damaged causing the heat. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump was returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated a battery voltage drop on (B)(4) 2011. The battery was not returned with the pump for investigation. Visual inspection revealed no damage to the battery cap or compartment. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components. The pump was exercised with no evidence of overheating. The complaint regarding overheating could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the keypad was torn over the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.